Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hls set became dislodged from the cardiohelp and the perfusionist was not able to reconnect the disposable to the cardiohelp device. The failure occurred during treatment. The patient expired. The disposable as well as the cardiohelp are in quarantine and the customer reports that this will be filed with the FDA as an sre. The affected hls set will be investigated in complaint# (B)(4). Complaint ID# (B)(4).

Manufacturer narrative:
On 2023-08-02 the information was received that the patient did not expired. (B)(6) has a policy that states that the vendor service can not touch the device (in question) while being checked out. Therefore a getinge field service technician (fst) had to instruct the customer (perfusionist) to do all the hands on dated on 2023-08-01. The hls release was checked if there are any body fluids or liquids and the latch was found to be working to specification. Furthermore it was simulated what happened by decoupling the hls intentionally, but left it close enough to still get the magnets to do their job. A visual alarm "disposable disconnected" appeared and if the protocol was followed on the event date which is turning the flow all the way down and than increasing that it worked correctly. When the hls set was disconnected the device went into zero flow mode, which is logged in the logfiles. As the fst was not able to perform a full functional and safety test the device was not cleared for clinical use. The customer will order a service in the future that the fst can perform a full preventive maintenance before the customer will release the device for clinical use. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4)